Event description:
It was reported that the rv lead was oversensing t-waves when the device was programmed to bi-ventricular (bi-v) pacing. It was noted that the rv lead does not sense t-waves when the device is not bi-v pacing. The device was reprogrammed to prevent the t-wave oversensing. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).